Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unconfirmed. The screw appeared to be in good condition overall. Functional testing was conducted for retention using a driver (part# 46-0008) and blade (part# 15-1196). The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screw passed this retention test. The DHR for this screw could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (91-6704) and the previous one year (from the notification date), there is a complaint rate of 0.020%, which is below the occurrence rate of this failure mode. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the tumor extraction procedure in the cranium, the screw could not be gripped. The procedure was completed using an alternative screw, with a surgical delay under ten (10) minutes. Attempts have been made and no further information has been provided.